Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information received: was told the device fired and completed the staple line and transacted tissue as desired. Upon removal of the stapler from the trocar, the stapler was locked out again and tech could not open it. I believe the jaws are still locked. I have not visually inspected the device, assuming it was not decontaminated, and would guess that the firing trigger was accidentally depressed a 2nd time and that the tech was unaware of how to troubleshoot with the knife return button. There was no documented difficulty with removing the device from the trocar.

Event description:
It was reported that during a lap appendectomy, surgeon noted the device locked out after completion of a firing sequence during removal through a trocar. A 2nd device was opened and used to complete the case. New device opened and used, no patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # r5aw9m. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.